Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned with the pump, so a test cap was used for the investigation. The back box history revealed a battery threshold above the ¿low battery warning¿ threshold on (B)(6) 2014 at 7:00pm. A low battery warning was received once the battery voltage reaching the correct threshold on (B)(6) 2014 at 1:30. On (B)(6) 2014 at 09:00 the battery threshold was above the low battery warning threshold. The pump was powered with an external power supply. The input voltage was lowered until the pump alarms with a low battery warning; the battery indicator at the time of the alarm was one bar. The input power was then raised and the battery indicator showed three bars. The pump was exercised with the returned battery cap for 24 hours with no pump reboots, loss of power, or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that pump did not emit a low battery warning when the battery icon was down to one white segment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.